Event description:
It was reported via phone call, that the customer received a spanish software anomaly alarm. It was also reported that the insulin pump was unable to upload onto carelink. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unable to download to carelink pro do to multiple spanish software anomaly alarms noted in history screen. Spanish software anomaly alarm due to corrupted history file. Unit alarmed failed selftest alarm during self test problem isolated to radio frequency board. Unit received with minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.